Manufacturer narrative:
The lab evaluation indicated that the complaint of a priming error was not confirmed, however, the pump failed to function properly due to the broken cassette door pivot point. Broken cassette door pivot point. Ross standard procedure includes attempting to obtain all required info from the source.

Event description:
Complainant reported a priming error.